Event description:
It was reported that revision surgery was performed due to pain, metallosis and osteolytic areas.

Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
Explantation date corrected.